Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and treated with carb intake. The event involved product(s) mmt-7040b, mmt-1884, mmt-342, mmt-441ag. Troubleshooting was performed. The customer believes the pump is over delivering. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was able to upload to carelink. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. No product return is required for mmt-7040b. Mmt-1884, mmt-342, mmt-441ag was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of 23-jul-2025 found bolus deliveries of 0.025u at 00:03:01.000 and 0.025u at 00:13:03.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case. In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.